Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device presented a missing tamper seal and rear label. The customer stated problem was duplicated. Upon inspection, the nub on the downstream occlusion sensor (dso) appears to be damaged. Replaced damaged dso. The root cause was traced to the user damage of the device. Product is beyond 12 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a double beep no cassette error occurred during testing. No patient injury reported.